Event description:
A site reported that a patient had a radiation burn appearing one day after an electrophysiology procedure on an innova 2000 system. The site stated that the x-ray radiation monitoring system displayed 1,100 r after the procedure was completed. There were no incidents with other patients' studies on this system. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow up report will be submitted when the investigation has been completed.